Manufacturer narrative:
Further investigation was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net. The insertable cardiac monitor (icm) exhibited under sensing. No intervention or procedure was reported. No patient condition was reported.